Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube)"), pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in an adult female patient who had essure (batch no. 794896) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for to prevent pregnancy: ortho from 1201 to (B)(6) 2010 and implanon from 2007 to (B)(6) 2010. Concomitant products included bupropion (wellbutrin) from 2012 to 2013 and venlafaxine (effexor) from 2012 to 2013 for depression and anxiety. In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2011, the patient had essure inserted. In 2012, the patient experienced libido decreased ("decreased libido"). In (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2012, the patient experienced nausea ("nausea"). In november 2012, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), vulvovaginal pain ("vaginal pain"), abdominal pain ("abdominal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy - left the ovaries).essure was removed on (B)(6) 2012. At the time of the report, the fallopian tube perforation, genital haemorrhage, vulvovaginal pain, abdominal pain lower, libido decreased, nausea and dyspareunia outcome was unknown and the pelvic pain and abdominal pain was resolving. The reporter considered abdominal pain, abdominal pain lower, dyspareunia, fallopian tube perforation, genital haemorrhage, libido decreased, nausea, pelvic pain and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-aug-2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube)"), pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in an adult female patient who had essure (batch no. 794896) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for to prevent pregnancy: ortho from 1201 to (B)(6) 2010 and implanon from 2007 to (B)(6) 2010. Concomitant products included bupropion (wellbutrin) from 2012 to 2013 and venlafaxine (effexor) from 2012 to 2013 for depression and anxiety. In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2011, the patient had essure inserted. In 2012, the patient experienced libido decreased ("decreased libido"). In (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2012, the patient experienced nausea ("nausea"). In (B)(6) 2012, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), vulvovaginal pain ("vaginal pain"), abdominal pain ("abdominal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy - left the ovaries). Essure was removed on (B)(6) 2012. At the time of the report, the fallopian tube perforation, genital haemorrhage, vulvovaginal pain, abdominal pain lower, libido decreased, nausea and dyspareunia outcome was unknown and the pelvic pain and abdominal pain was resolving. The reporter considered abdominal pain, abdominal pain lower, dyspareunia, fallopian tube perforation, genital haemorrhage, libido decreased, nausea, pelvic pain and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 23-jul-2018: plaintiff fact sheet received. New reporters added. Patient demographic information and patient relevant history added. Essure removal date ((B)(6) 2012) added. Lot number (794896) added. Concomitant medications added. Events perforation (fallopian tube), decreased libido, nausea, dyspareunia (painful sexual intercourse) added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vulvovaginal pain ("vaginal pain"), abdominal pain ("abdominal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (on or about (B)(6) 2012, she was forced to undergo surgeries to remove one or more of essure). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, vulvovaginal pain, abdominal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.